Manufacturer narrative:
The report from the affiliate indicated that the "physician was not familiar with handle angioguard." The physician was not familiar with how to prepare the angioguard. Filter basket not into the yellow deployment sheath and they forgot to ¿lock¿ the yellow deployment sheath. There was nothing unusual noted about the devices prior to use. The procedure was successfully completed and there were no adverse consequences to the patient. Analysis of the returned device indicated that "the coil wire presented a 1cm unraveled section at approximately 1.5cm from tip." One non sterile angioguard was received inside a plastic bag along with a capture sheath. It was observed that the core wire presented evidence of a bent condition at approximately 2cm from tip. In addition, the coil wire presented a 1cm unraveled section at approximately 1.5cm from tip. In addition, the deployment sheath presented a peeled condition in a 40cm section located at 26cm from tip. It was noted that the filter basket was received wrongly loaded in the deployment sheath, since the proximal marker band was loaded more inside than specified. Neither the filter basket nor the capture sheath presented evidence of damage. The piece was inspected under microscope and the unraveled condition was confirmed. No other anomalies were observed. (B)(4) lot number 10170147 is cordis lot number 70812525 per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10170147. (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The complaint reported by the customer as: ¿delivery system - damaged" was confirmed due to the received conditions of the product; moreover, the proximal marker band of the filter basket was loaded in the deployment sheath more inside than specified. According to the available evidence and as per event description, it is possible that procedural factors could have influenced to the reported failure. Moreover, it was not possible to determine what caused the peeling away condition as well as the guidewire unraveled condition. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Ble. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
The report from the affiliate indicated that the "physician was not familiar with handle angioguard." Analysis of the returned device indicated that "the coil wire presented a 1cm unraveled section at approximately 1.5cm from tip." The physician was not familiar with how to prepare the angioguard. Filter basket not into the yellow deployment sheath and they forgot to ¿lock¿ the yellow deployment sheath. There was nothing unusual noted about the devices prior to use. The procedure was successfully completed and there were no adverse consequences to the patient.

Manufacturer narrative:
One non sterile angioguard was received inside a plastic bag along with a capture sheath. It was observed that the core wire presented evidence of a bent condition at approximately 2cm from tip. In addition, the coil wire presented a 1cm unraveled section at approximately 1.5cm from tip. In addition, the deployment sheath presented a peeled condition in a 40cm section located at 26cm from tip. It was noted that the filter basket was received wrongly loaded in the deployment sheath, since the proximal marker band was loaded more inside than specified. Neither the filter basket nor the capture sheath presented evidence of damage. The piece was inspected under microscope and the unraveled condition was confirmed. No other anomalies were observed. (B)(4) lot number 10170147 is cordis lot number 70812525. Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10170147. (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information is pending and will be submitted within 30 days upon receipt.